Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box review verified one cs 052-0001 alarms on the reported failure date of (B)(4) 2014. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation and moisture corrosion was observed on rf transceiver board/pcb and internal components.